Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported the device runs without pressing the trigger and changes direction on its own. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional common device name: moq. Device is an instrument and is not implanted/explanted. (B)(6). A review of the device history record did not indicate any conditions during manufacturing operations that could be related to the reported condition. This device passed all manufacturing and test requirements at the time of manufacture. Service history review of the device has been performed. The review indicates that the device has not been serviced during the past 6 months. There is no information relevant to the current complaint issue if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the visual inspection of the returned device performed as part of the manufacturing investigation reported there was residual liquid was between motor and control unit, probably from the cleaning. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.